Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the seat post receiver where it attaches to the base frame of the chair is wallowed out.